Manufacturer narrative:
The reported event was addressed with phone support. The customer was advised to check if the endoscope base can be rotated smoothly after the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that the image was flipped. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to cancel the "guide tool change" function, then it was improved. The tse also had the customer check if the endoscope base can be rotated smoothly after the procedure. The procedure was completed as planned with no report of patient injury. Isi followed up with the customer and confirmed that the endoscope was not returned. The issue occurred during an obstetrics operation. The 30 degree endoscope was installed when the issue occurred. The surgeon confirmed the orientation of the endoscope during installation. There was no damage observed on the endoscope¿s adapter/base. Troubleshooting resolved the endoscope issue.